Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a thyroidectomy, patient developed post-operative hematoma and had to be brought back to operating room. The patient had to undergo emergency tracheostomy in post-operative before being brought back to the operating room. According to the surgeon the patient will have to undergo another operation to examine airway and address potential laryngeal injury from attempted intubation before the emergency tracheostomy was performed. The surgeon applied clip to secure the vessel. There was no blood loss or any tissue damaged.